Event description:
It was reported that this right ventricular (rv) lead had a history of exhibiting high out of range shock impedance measurements of greater than 125 ohms. He patient was reported to have had a recent unrelated surgical procedure that increased the shock impedance measurements up to 166 ohms. Shock therapy was delivered two days after the procedure which was not effective at converting the patient. As the shock impedance values were out of range at the time of shock delivery, code 1005, indicative of shock delivery in an open circuit, was declared. The patient was reported to have died in a house fire the day the shock therapy was delivered.